Manufacturer narrative:
A getinge field service engineer (fse) after checking, it was found that the machine can't be turned on and there was a constant beeping sound. After checking, it was found that there was no power to the machine. The power supply and solenoid board will be requested to test the machine again later. The machine still can't be used. There is no helium tank in the machine. Purchase order has been received from the customer and the technician will go in to change the parts and issue an invoice for the technician. The device was not repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 investigation conclusion, component code, h11. A getinge field service engineer (fse) after checking, it was found that the machine can't be turned on and there was a constant beeping sound. After checking, it was found that there was no power to the machine. Tried changing the power supply and solenoid board and the machine turned on normally.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) will not turn on. There was no patient involvement.